Event description:
Following the ventricular tachycardia procedure, damage to the common iliac vein was noted which required placement of a stent. After puncturing the femoral vein, an attempt was made to insert the sheath and dilator. However, there was resistance, so the sheath was removed. When the tip was checked, the dilator and guidewire were noted to be protruding from the vacuum relief hole of the sheath. Upon visual inspection, the vacuum relief hole appeared to be widened slightly. The sheath was replaced, and the procedure was completed. Following the procedure, the patient complained of pain in the ward, and damage to the common iliac vein was noted. On august 8th, a stent was placed to repair the common iliac vein, and the patient is currently being monitored in the ward after the procedure. It is unclear whether the first or second sheath contributed to the vascular damage.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. The sheath vacuum relief hole (vrh) had been stretched and damaged, consistent with the dilator exiting through the vrh. The returned dilator was inserted through the sheath and successfully advanced and withdrawn normally. The cause of the dilator exiting the sheath vacuum relief hole and reported insertion difficulty remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the vascular damage also remains unknown, and per the event description it is also unknown which device contributed to the vascular damage.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. The sheath vacuum relief hole (vrh) had been stretched and damaged, consistent with the dilator exiting through the vrh. The returned dilator was inserted through the sheath and successfully advanced and withdrawn normally. The instructions for use state: ¿if resistance is met when advancing or withdrawing guidewire or introducer, determine cause and correct before continuing with this procedure.¿ further procedural information regarding this event could not be obtained from the field; however, following the instructions for use may prevent this issue from occurring. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the dilator exiting the sheath vacuum relief hole and the vascular damage remains unknown, and per the event description it is also unknown which device contributed to the vascular damage.